Event description:
It was reported that during implant placement , the implant achieved good primary stability. But then, the doctor was unable to place cover screw. The internal thread was damaged. Implant was removed and replaced with success

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: d9: device available for evaluation change ¿no' to 'yes'. H3: device evaluated by manufacturer: change ¿no' to 'yes'. One osseotite® tapered implant 3.25 x 10mm (nt3210) was returned for investigation. Visual evaluation of the as returned product identified/confirmed damaged internal drive feature. Functional testing was not performed due to the nature of the device and event. Pre-existing condition noted on the per was 'moderate bone density'. The device was intended for tooth # 35 (fdi). X-ray & picture evaluation: x-ray or picture images were not provided. Review of appropriate documentation: document reviewed: biomet 3i dental implant IFU (p-iis086gi) rev I - 2022/04/01. Information identified: contraindications, warnings, precautions and potential adverse events. Per the applicable IFU, improper techniques as well as overloading may lead to device failure. DHR review: DHR review for the lot (2019031344) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (2019031344) for similar events (complaint category keywords: damaged drive feature) and no other complaint was identified. Post market trending review: march post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did occur and the reported event (damaged drive feature) was confirmed.

Event description:
No further event information is available at the time of this report.